Event description:
It was reported it cannot get the metal key/handpiece to engage into the machine. It has to engage and then and lock in order for it to run. Our solution was to get our other device and use it instead. There was a patient involved because we were trying to use it on a case. No harm as we got another machine.